Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching a connector and was unable to attach it until troubleshooting was performed, after which using a new connector resolved the issue. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the initial connector did not attach as intended, while a replacement connector functioned as expected, indicating a component-related attachability issue resolved through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or a connector compatibility/fit issue.